Manufacturer narrative:
The lot was manufactured from july 30, 2020 - july 31, 2020. The device was received containing approximately 83ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no evidence of fluid coming out of the distal end of the white flow restrictor. A forced prime was attempted to revive flow, but flow was not observed. Inspection of the flow restrictor housing revealed that the cause of the flow problem was due to air bubbles that blocked the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivery during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.